Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used for an esophagogastroduodenoscopy (egd) procedure, performed on (B)(6) 2012. According to the complainant, during the procedure, the bands misfired. Reportedly, when the bands were deployed within the esophagus, the bands fired in reverse under the varices and towards the scope. The case was completed with another speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used for an esophagogastroduodenoscopy (egd) procedure, performed on (B)(6), 2012. According to the complainant, during the procedure, the bands misfired. Reportedly, when the bands were deployed within the esophagus, the bands fired in reverse under the varices and towards the scope. The case was completed with another speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4):the device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination found that the handle assembly, velcro strap, trip wire and ligator head were returned for analysis. The suture had been completely separated from the ligator head however; was intact and properly attached to the loop of the tripwire. All seven bands were present on the ligator head with two of the blue bands broken and caught under other bands. The remaining bands were rolled out of position. The teeth of the ligator head appeared to be damaged. Additionally, the tripwire was properly cinched in the handle slot. Functionally, the handle was able to be rotated 180 degrees and audible clicks were heard. The condition of the returned incident device was consistent with the complaint since the returned device visually reflects the reported issue. The evaluation found that two of the bands were broken and all the bands were "rolled-up". In addition, the teeth of the ligator head were found to be damaged indicating that it is possible that he ligator head was not properly attached to the scope tip and / or the trip wire not tightened properly which could ultimately impact the deployment activity of the bands. Based on the evaluation conducted and the details of the complaint, it is probable that failure was most likely due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used for an esophagogastroduodenoscopy (egd) procedure, performed on (B)(6) 2012. According to the complainant, during the procedure, the bands misfired. Reportedly, when the bands were deployed within the esophagus, the bands fired in reverse under the varices and towards the scope. The case was completed with another speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.